Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer believed there was a motor issue because the insulin pump would be slow and not deliver insulin when attempting to bolus. The customer's blood glucose was 88 mg/dl. The customer stated that this problem occurred everyday and that he would receive no delivery alarms as well. Troubleshooting was done. Explained to customer that the insulin pump was working as designed. Explained that the alarm may have been caused by an infusion set or reservoir occlusion. Advised to replace the infusion set and reservoir as soon as possible. Nothing further reported.